Manufacturer narrative:
On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: during visual analysis of the sample, a rupture was found in the posterior view, measuring approximately 3.0 cm. No other anomalies were observed. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Mentor performs 100% inspection of all devices prior to release. The product evaluation concluded that the tear occurred sometime subsequent to the removal of the device from its protective packaging. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: bilateral rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with two unspecified gel implants and experienced postoperative bilateral rupture and left-sided breast mass. The ruptures were visualized via MRI performed on (B)(6) 2019, as well as mammogram performed on (B)(6) 2019. As a result, the patient underwent bilateral removal and replacement with two 350cc mentor memorygel breast implant (catalog #: 3503501bc, serial # for left: (B)(4), serial # for right: (B)(4)) on (B)(6) 2019. A healthcare professional stated that there was a mass found on her left breast. Capsulectomy was performed on the mass, and it was sent for pathology. At this time of report, mentor has received limited information regarding the breast mass. This report is for the right prosthesis.